Event description:
It was reported that the patient¿s lead broke. Impedance testing was performed and found high impedances on one lead. Both leads were replaced. The patient experienced less than 50% therapy relief on the left side implant. The patient¿s implantable neurostimulator (ins) was kept off until the one week post-op appointment. The patient outcome was not provided. Follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type lead; product ID 97740, serial # (B)(4), product type programmer, patient. (B)(4). Analysis of the lead, lot # va0d7c004, found no anomaly. Analysis of the lead, lot# va0ecla004, determined the lead body was broken. All conductors were broken 20.8 cm from the distal end.

Manufacturer narrative:
Additional review determined that conclusion should be updated for lead model 977a260, serial number (B)(4).

Event description:
Additional information reported the patient was recovered without permanent impairment. No additional contact since the post-operative evaluation had been made due to personal reasons.

Event description:
Additional information from the manufacturing representative reported, the patient thought the device was poorly installed by the physician.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer reporting the patient was sick of dealing with something that broke all the times so the system was removed. No further complications were reported or anticipated.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the patient recovered without permanent impairment.

Event description:
Additional information reported the stimulator leads failed and had to be replaced. The patient was disappointed in the outcome of the procedures noting surgical or human error and the hardware faulty equipment.

Event description:
Additional information received from the manufacturing representative regarding a clinical study patient reported that the patient had had some issues with leads breaking/fracturing in his spinal stimulator and as a result he elected to get the implant removed. The patient had been very unhappy about this.